Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
During patient use, the customer reported that the autopulse platform (sn: (B)(4)) powered on and then immediately powered off. The user tried multiple batteries, however, the issue persists. The crew reverted to manual CPR. No additional information was provided. The patient's status is unknown.